Manufacturer narrative:
Voluntary distributor report narrative: the manufacturer, unimax medical systems inc., is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with conmed corporation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report: the customer reported that the unimax sb534, endo pocket, came apart during a pelvic laparoscopy on (B)(6) 2020. The bag came apart during deployment. All pieces were retrieved. No other device was required to collect the specimen. There was a delay of unknown time to troubleshoot the deployment issue. The procedure was completed as planned. There was no patient injury or impact. This report is being raised as a voluntary distributor report for device malfunction with potential for injury upon reoccurrence.